Event description:
It was reported that when using the pyxis medstation es system, the drawer failed. The customer stated that there was a delay in getting medication needed for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers a1 and a4 were not detected on the communication bus. A field service engineer reseated the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.